Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, an air embolism occurred. When the mapping catheter was extracted from the introducer and the catheter was inserted, the patient became hypotensive and st elevation was noted on the ECG. An echocardiogram revealed air in the left ventricle and was aspirated with a syringe which stabilized the patient.